Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failure occurred because the magnet was missing. The field service engineer removed the drawer, replaced the latch and run hardware test application (hta), and it passed successfully. Customer was able to recover and fse removed debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed and was not detected on the communication bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.